Event description:
A pt services rep (psr) was programming a monitor for a new pt. In the process of trying to get to the programming screen, the psr cracked the monitor screen. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor's touch screen glass was cracked. The touch screen works by measuring an impedance. Once the glass on the touch screen was broken, the impedance readings could not be read correctly. This lead to the screen being nonfunctional. The pt could still turn on the device using the response buttons, but could not perform any other functions. The touch screen was replaced. The monitor was repaired, retested and restocked. No adverse event resulted from the damaged touch screen. The pt received a replacement monitor.